Event description:
Patient was having a mr procedure performed on him. Patient notified technician of burning sensation following the third run. The patient was found to a have a blister located inside right forearm.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.